Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from july 31, 2017 - august 2, 2017. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and did not show a clear image of a leak at the filling port. Since the sample was not received for evaluation, the reported issue could not be refuted. The cause of the condition was not determined; however the most probable cause of the condition is a supplier related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked at the filling port during filling. The set was filled with 5-fluoruracil and 0.9% normal saline. There was no patient involvement. No additional information is available.